Manufacturer narrative:
(B)(4). The device was evaluated by baxter. Further testing was unable to reproduce the "downstream occlusion." Alarm. The device was re-calibrated to ensure continued accurate occlusion detection.

Event description:
During baxters device evaluation, the device was found to display a "downstream occlusion" alarm when no occlusion was present in the line. There was no patient involvement.